Event description:
Customer reported that the indicated battery charge of the pump decreased rapidly within a short period of time. There was no adverse impact on the customer's blood glucose level. Technical support initially considered replacing the pump, but ultimately did not proceed with a replacement due to the pump being out of warranty.